Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving morphine sulfate 25mg/ml, rate 25.406mg/day and bupivacaine 20mg/ml, rate 19.525mg/day via an implantable pump. The indication for use was spinal pain. The following notes were provided on the patient¿s medical record. Past medical history: post laminectomy syndrome, lumbar region status post lumbar spinal fusion on (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient had a pump refill. Patient¿s vital signs; weight (B)(6), ¿vps¿ 6 patient¿s assessments post laminectomy syndrome, lumbar region - 722.83 (primary) refill procedure notes; using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle, 6 ml of clear aspirate was obtained. 40 ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was preservative­ free morphine sulfate 25 mg/ml. The secondary medication instilled into the pump was bupivacaine 20 mg/ml. The patient was receiving the primary medication at a rate of 24406 mg/day and the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. Follow-up was in 6 weeks on (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient was presented for a refill. According to the medical notes, the patient overlooked his appointment for his pump refill on (B)(6). The patient experienced severe back and groin pain approximately 30hrs ago and thought it was due to kidney stone. Patient was seen in the emergency room twice within the past 24hours and was told he did not have kidney stone. He then realized that he had missed his appointment for his pump refill on (B)(6). The pain scale was 10/10. The pump was completely empty and was refilled. The patient was made aware of the risk of pump failure. The notes indicated that ¿we will provide him with a few percocet 10/325 tablets and if he is not improved within the next 24-48hours¿ patient¿s vital signs; weight (B)(6), ¿vps¿ 6 patient¿s assessments post laminectomy syndrome, lumbar region - 722.83 (primary) chronic pain syndrome refill procedure notes; using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle and 0ml of clear aspirate was obtained. Forty ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was preservative-free morphine sulfate 25 mg/ml. The secondary medication instilled into the pump was bupivacaine 20 mg/ml. The patient was receiving the primary medication at a rate of 24.406 mg/day and the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. Follow-up was in 6 weeks on (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient had a pump refill, the pump was functional and pain was much better. The pump site was intact: patient¿s vital signs; weight (B)(6), ¿vps¿ 6/10. Patient¿s assessments status post lumbar spinal fusion - v454 (primary) post laminectomy syndrome, lumbar region - 722.83 chronic pain syndrome - 338.4 treatment status post lumbar spinal fusion refill procedure notes; the intrathecal pump implant site was found to be intact. Using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle. 9 ml of clear aspirate was obtained. 40 ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was: preservative-free morphine sulfate 25, mg/ml. The secondary medication instilled into the pump was: bupivacaine 20, mg/ml. The patient was receiving the primary medication at a rate of 25.404 mg/day, the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. Follow-up was in 6 weeks. On (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient had a pump refill, patient was stable with no new complaints. The pump site was intact: patient¿s vital signs; heart rate 79/min, blood pressure 126/79 mm hg, (B)(6), weight (B)(6), body mass index 32.57 index, ¿vps¿ 6/10. Patient¿s assessments status post lumbar spinal fusion - v454 (primary) post laminectomy syndrome, lumbar region - 722.83 chronic pain syndrome - 338.4 treatment status post lumbar spinal fusion refill procedure notes; the intrathecal pump implant site was found to be intact. Using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle. Six ml of clear aspirate was obtained. 40 ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was preservative-free morphine sulfate 25, mg/ml. The secondary medication instilled into the pump was bupivacaine 20, mg/ml. The patient was receiving the primary medication at a rate of 25.404 mg/day, and the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. Follow-up was in 6 weeks (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient had a pump refill, patient was stable with no new complaints. The pump site was intact: patient¿s vital signs; blood pressure 130/60 mm hg, (B)(6), weight (B)(6), body mass index (B)(6), ¿vps¿ 6/10. Patient¿s assessments status post lumbar spinal fusion - v454 (primary) post laminectomy syndrome, lumbar region - 722.83 chronic pain syndrome - 338.4 treatment status post lumbar spinal fusion refill procedure notes; the intrathecal pump implant site was found to be intact., using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle. Fourteen ml of clear aspirate was obtained. Forty ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was preservative-free morphine sulfate 25, mg/ml. The secondary medication instilled into the pump was bupivacaine 20, mg/ml. The patient was receiving the primary medication at a rate of 25.404 mg/day, and the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. Follow-up was in 6weeks. (B)(6) 2015 current medications; (B)(4) 60 mg capsule delayed release particles 1 capsule once a day, fiber daily, (B)(4) adult, fish oil 1 capsule once a day, simvastatin 40 mg tablet once a day, aspirin daily there were no known drug allergies the patient had a pump refill, patient was stable with no new complaints. The pump site was intact: patient¿s vital signs; blood pressure 130/80 mm hg, (B)(6), body mass index 32.57 index, ¿vps¿ 6/10. Patient¿s assessments status post lumbar spinal fusion - v454 (primary) post laminectomy syndrome, lumbar region - 722.83 chronic pain syndrome - 338.4 treatment status post lumbar spinal fusion refill procedure notes; the intrathecal pump implant site was found to be intact., using aseptic technique, the implant site was prepped with betadine (or hibiclens + isopropyl alcohol). Usual sterile draping was performed. The reservoir port was entered with a 22g huber needle. Nine ml of clear aspirate was obtained. Forty ml of intrathecal medication was instilled. The patient tolerated the refill procedure well. The primary medication instilled into the pump was: preservative-free morphine sulfate 25, mg/ml. The secondary medication instilled into the pump was: bupivacaine 20, mg/ml. The patient was noted to be receiving the primary medication at a rate of 25.404 mg/day, and the secondary medication at a rate of 19.525 mg/day. The patient's next refill was due on or before (B)(6) 2015. The patient¿s follow-up was in 6 weeks.